Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. A type ii endoleak was seen with final angiogram during the procedure; however, the physician chose a wait-and-see approach and the procedure was completed. On (B)(6) 2008, occlusion of the gore excluder aaa endoprosthesis was seen with a follow-up computed tomography scan and a thrombectomy was performed. The patient tolerated the procedure.